Event description:
A customer reported receiving an unspecified error message on her adc glucose meter. The customer stated that on (B)(6) 2012 "around 12:00am she attempted to check her blood sugar twice, and kept receiving an error message, then went to bed." The customer was unsure of the error message. The customer reported that she subsequently experienced a loss of consciousness. The customer further reported that her daughter "found her unconscious this morning and called the paramedics". Paramedics arrived, "checked the customer's blood sugar, gave her fluids through an IV." The customer was not transported to a health care facility, and no self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4)